Event description:
The manufacturer received information alleging the ventilator's pressure was fluttering and a "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The sensor board and system board were replaced to address the issues.